Event description:
Patient returned to the clinic with on-going complaints of intermittent sound and also an intermittent 'screeching' sound from the implant. When the sound occurs, the child will quickly remove the speech processor from his head and refuses to put it back on. The screeching sound is not constant, however, when it is present, it does not change, despite changing out equipment ie, sp, coil and cables. The patient's performance with the device has decreased since his last visit. He is now requiring use of sign language to supplement his communication and his speech production has also decreased. Testing revealed a ground path impedance of greater than 4.0kohms. This is a change from september of 2005, when gp impedance was 3.34.